Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a blood glucose of 395 mg/dl before bedtime. Customer checked again and her blood glucose was 414 mg/dl by midnight. Customer attempted to correct with the pump. Customer replaced the infusion set and when she checked her blood glucose was 257 mg/dl. Customer went to bed and woke up with a blood glucose of 118 mg/dl. Customer's current blood glucose was 210 mg/dl. Customer's blood glucose was 395 mg/dl at the time of the incident. Customer reported that her blood glucose went down to 177 mg/dl. Customer treated with the pump. Troubleshooting was performed and no alarms were found since the high blood glucose began. Customer was advised to do a complete set change. Customer declined to perform the high pressure test.